Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had been shocked by the implantable cardioverter defibrillator (ICD) two days ago. The patient had presented to the emergency room and an interrogation found "everything was good." The device was again shocking the patient and also beeping. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.